Event description:
Pt reported that while attempting to bolus 12 units of insulin, infusion device displayed an e4 (occlusion) alarm. Pt stated she tested her blood glucose on her meter and it read "hi" (typically > 500 mg/dl). Pt was experiencing symptoms of hyperglycemia, dry mouth, sore muscles and extreme thirst. During troubleshooting with company representative, pt disconnected from infusion site and attempted a bolus of 2 units of insulin. Bolus administered successfully. Pt then changed her infusion site and attempted another bolus. This bolus delivered successfully. No medical assistance was required. Pt was attempted to be reached several times to determine if blood glucose levels had returned to normal, but was unable to reach the pt. No product is being returned at this time.

Manufacturer narrative:
H6: product not returned for evaluation.